Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer believes the pump battery is depleting quickly. The contact stated the pump battery was at 30% prior to going to sleep and when they woke up the pump had powered off. The customer's blood glucose (bg) level was impacted (330 mg/dl). The customer charged the pump and delivered a correction bolus. Review of the pump data by tandem engineer confirmed that low power alerts and a low power alarm had occurred and had not been addressed by charging the device. Subsequently, the pump shut down due to insufficient battery power. Recommendation was made to charge pump more frequently.